Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that her vision was slowly improving after the intraocular lens (iol) implant surgery. The surgeon had her discontinue use of a miotic eye drop eighteen days after the surgery and the distance vision has been blurry since. According to the consumer, she was told by the surgeon that this was a distance vision lens. She reported that she cannot drive well at this time. Additional information was provided by the consumer, that the distance vision is blurry in the evening and she also notices glare. No further information is expected. At the request of the consumer, the surgeon was not contacted.